Event description:
One endeavor sprint rx drug-eluting stent was implanted at the svg 1. Patient was asymptomatic/free of symptoms at 30 day follow up. Patient displayed stable angina at 6 month follow up. Stent thrombosis was reported to have occurred approximately 8 months following index procedure. Location of stent thrombosis was svg 1. Diameter of stenosis was reported as greater than 70%. Associated clinical signs and symptoms were angina and ischemic ECG changes. An angiography was not performed. Patient started with complaints of angina, then a spect scan showed ischemia. Investigator indicated that event was related to the study stent. Patient was asymptomatic/free of symptoms at 1 year follow up.

Manufacturer narrative:
Eval results - stent thrombosis.